Manufacturer narrative:
The pump was received with missing segment/partial display due to a cracked and bleeding lcd glass. The pump also had minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report a partial display. The customer's blood glucose level was unknown. No further details were provided.